Event description:
Customer returned product to wp claiming use of flosser caused damage to customer's bridge. Customer approximates product had been in use for 8-9 months; bridge was installed in early 1980's. Customer did not submit documentation of repair or request compensation for it; stated they only wanted to verify the device performed to specification. Sf-02 purchase price refunded, issued courtesy (B)(4). Customer has not contacted cs since initial september contact so identifying appropriate information for a filing was extremely difficult.